Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
Two healthcare workers complained of burning sensation and skin discoloration on the hands upon removal of a load from a completed cycle. The workers did not receive medical treatment and the symptoms have resolved.

Event description:
Two healthcare workers complained of burning sensation and skin discoloration on the hands upon removal of a load from a completed cycle. The workers did not receive medical treatment and the symptoms have resolved.